Event description:
It was reported to boston scientific corporation on june 9, 2008, that a 20 fr safety peg kit push was used during a peg placement procedure in 2008. According to the complainant, during preparation, the scalpel was found to be in the locked position and could not be unlocked. The physician completed the procedure with another of the same device. No complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15- month initial g-tube enteral feeding product family complaint trend report. Inclusive of all failure modes, was reviewed; no unfavorable trend was noted.